Manufacturer narrative:
The reported events were out of range impedance, fracture, over-sensing of noise resulting in pacing inhibition, high capture thresholds and muscle stimulation. As received, a complete lead was returned cut in two pieces with the helix extended bent, stretched, and clogged with blood/tissue. The reported events of out-of-range impedance, fracture, over-sensing of noise resulting in pacing inhibition and high capture thresholds were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures. Internal shorting was due to procedural damage to the lead. Visual examination did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with out of range impedance, fracture, over-sensing of noise resulting in pacing inhibition, high capture thresholds and muscle stimulation noted on the right ventricular lead. The patient experiences dizziness and discomfort as a result. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.